Event description:
It was reported that the stent was loose on the mesh. A 3.00 x 38mm synergy xd stent was noted to be loose on the mesh. No patient complications were reported.

Event description:
It was reported that the stent moved on the balloon. A 3.00 x 38 mm synergy xd stent was noted to be loose on the mesh. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual, tactile, microscopic and dimensional testing was performed on the device. Visual, tactile, and microscopic examination of the stent noted that the stent had been damaged at the distal section, while microscopic examination confirmed stent damage with lifted struts. Further examinations of the device identified multiple hypotube kinks. There were no signs of movement, the stent was set between the proximal and distal markerbands. No other device issues were identified during returned product analysis. Damage to a stent or stent strut would not cause or contribute to vessel trauma or any other complication which may cause or contribute to a death or serious injury or result in additional medical/surgical intervention required to prevent a serious injury.

Event description:
It was reported that the stent moved on the balloon. A 3.00 x 38 mm synergy xd stent was noted to be loose on the mesh. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual, tactile, microscopic and dimensional testing was performed on the device. Visual, tactile, and microscopic examination of the stent noted that the stent had been damaged at the distal section, while microscopic examination confirmed stent damage with lifted struts. Further examinations of the device identified multiple hypotube kinks. There were no signs of movement, the stent was set between the proximal and distal markerbands. No other device issues were identified during returned product analysis. Damage to a stent or stent strut would not cause or contribute to vessel trauma or any other complication which may cause or contribute to a death or serious injury or result in additional medical/surgical intervention required to prevent a serious injury.